Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 3387s-40, lot # v186423, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v186423, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
A consumer reported the patient fell, had to go to the emergency room, and they were hospitalized for 3-4 days. The patient was ill, their brain was bleeding, and they were shaking. The issues were from the patient falling and the patient was not to be moved. Yesterday, the patient was discharged from the hospital and they left their recharger at the hospital. The reporter tried contacting the hospital, but the recharger was lost. The implantable neurostimulator (ins) was down to ¿one cell.¿ the patient¿s indication for use is parkinson¿s dual. The cause of the fall and no interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.